Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lxi 735 clinical system (lxi 725) crem (creatinine module chemistry) qc (quality control) gave intermittent reaction noise errors. Customer reported that they had to recalibrate the lxi 725 several times because the instrument gave back to back errors. Customer reported that erroneous creatinine patient results were generated. Customer reported that the erroneous results were reported out of the laboratory. Customer reported that a doctor questioned the results of two patient samples. Customer reported that they reran the two samples on another instrument and amended the results. Customer reported that patient treatment was not changed. Customer indicated that they reran patient samples after the doctor questioned the results of the two patient samples. Customer reported that there were a total of 56 erroneous results generated. Customer reported that they amended the erroneous results. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the stirrer motor was making a grinding noise. The fse replaced the motor and resolved the issue.